Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device evaluated by manufacturer? Not available.

Event description:
As reported: "clicking and anterior right knee pain. All available information submitted." Rep provided an office note which reports the following: "he has had persistent swelling in the knee probably since surgery...developed increasing discomfort and swelling in the knee...a small amount of coronal instability..." The patient's insert and patellar component were revised.